Event description:
This device, which is described as a sutureless anastomotic device for coronary artery bypass surgery, has been on the market since approx 2001. One of the facility's cv surgeons was a very prolific user of this product and believed it to be an excellent alternative to conventional suturing in certain cases. Surgeon alone did over 300 procedures using this device. Rptr understands that over 30,000 of these devices may have been used worldwide. Sometime in the fall of 2002 they noticed what they believed to be an inordinate number of post CABG patients returning with restenosis or occlusion at or near the connector sites. Consequently, he stopped using the device. He contacted the MFR on numerous occasions and voiced his concerns. To date, it is their understanding that st. Jude has identified no correlation between their device and these outcomes. Rptr checked the cdrh website and found a total of 59 smda cases reported related to this device. Over the past week to 10 days they have reported an add'l 12 cases to st. Jude under smda requirements and will likely report a total of 40-50 (inclusive of the 12) over the next few weeks. The cv surgeon the reporter mentioned has drafted a letter that he intends to send to his pts who received these devices informing them of his concerns, and asking them to contact their cardiologists for follow up exams. It is their understanding that this device is under investigation by the FDA, and the reporter has submitted a foia letter requesting info relative to that investigation. Rptr wants to be very clear that they have no profound evidence that this device is defective in anyway or has caused harm to any pts. To date there are only suspicions, and out of an abundance of caution and concern the involved pts will be notified.

Event description:
Add'l info rec'd from MFR 6/17/2003: sjm has visited this site on several occasions to gather specific data, including pt-blinded angiograms, after received an initial report of adverse events at this site. In connection with these visits, st jude medical personnel have met with various individuals associated with the hospital in an effort to better understand the situation and the experience with the symmetry connector at the site. Sjm has entered reportes into its field experience report system as a result of the info it has received. Where applicable, sjm is also preparing complete reports for the agency pursuant to the MDR guidelines. Separate and apart from sjm's visits and the info they obtained initially, the hospital has recently also provided sjm with medwatch reports it has completed for certain incidents at the site. While they are continuing to review these reports, they have determined that in some respects hospital included some more info regarding specific events than sjm was provided previously. As such, sjm is presently working with the site in an effort to correlate angiograms received initially with the info provided with these more recent reports. Sjm is also entering these more recent reports into their field experience report system and will, again, where applicable, prepare complete reports for the FDA pursuant to the MDR guidelines. Sjm believes that many of the reports provided to them recently by the hospital duplicate those sjm already entered into their field experience report system based on the earlier info they had obtained. Sjm continues to work with various individuals associated with the hospital to gather and analyze add'l info pertaining to its experience with the symmetry connector.